Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a panpedal and ankle fusion to treat unstable midfoot/ankle with ulceration. Some time post-op, the patient reported an infected non-union ankle; she broke wires on ex fix and old blue distractors. The patient had a below the knee amputation.